Manufacturer narrative:
The unit was performing within quality control specs and the controls run before the incident recovered within expected range. Samples were rerun back to the last acceptable run to confirm accurate. Instrument sensitivity setting is set at [22222] mid levels for all parameters. Raw data was not available for these pts. Service was not dispatched for this event. Root cause is unk, raw data was not available for these pt results. The analyzer produced instrument generated messages for the differential parameter alerting the operator to further review the samples. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for add'l reportable events.

Event description:
Customer reported erroneous differential results for two pt samples were obtained when using a coulter gen-s system. Erroneous test results were low neutrophil % and high lymphocyte % with instrument generated flags for differential parameters. Manual differentials were performed with blood smears for both samples due to the instrument generated flags. Both samples were then retested with the same analyzer. Correct results were obtained. Test results for one of the two pts were reported out of the laboratory. A corrected report was issued. No reports of death or serious injury, and no affect to pt treatment as a result of this event.